Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (main body) on a minicap transfer set cracked during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample and one photograph was received for evaluation from the customer. The actual sample was received for evaluation with a minicap on the dark blue connector and the white twist clamp was in closed position. A visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified on the actual sample received. However, one photo of a sample was received which revealed the light blue main body of the twist clamp was broken/cracked. The reported condition was verified in the photograph. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. The reported condition was verified on the set in the photograph. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.